Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system, non-dehp solution sets leaked from the connection between the drip chamber and the tubing. This was identified during priming of the lines. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage and pressure testing which revealed a leak between the assembly of the tubing into the drip chamber. Priming with sterile water was performed which observed a leak in the same area. Additional pull test was performed and results were satisfactory. The reported condition was verified. The cause of the condition was due to assembly issue during manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.